Event description:
It was reported that the pt was revised due to instability. Additionally, the pt underwent an irrigation and debridement with an articular surface exchange on (B)(6) 2013.

Manufacturer narrative:
This report will be amended when our investigation is complete.